Manufacturer narrative:
Pump passed the displacement and self tests. No unexpected 54, 23, 4 alarms noted during testing. Thus software was utilized and downloaded trace/history files properly. In further full review in the pump history found pump error 23 alarms file 02/01/2025 18:44:09, 02/01/2025 18:44:57. Also, pump error 4 show in history file on 02/01/2025 18:44:07. File number: 2017, line number: 147 possible hw error. Pump was cut open to perform visual inspection no moisture damage on the electronics, battery connector, battery tube, motor, vibrator during visual inspection. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: scratched case, stained keypad overlay, cracked keypad overlay, pillowing keypad overlay. Pump passed all test required, no pump error 54, 23, 4 alarms noted during testing. However, pump error 23, 4 alarms confirmed in the pump history due to hardware error electronic defective. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced the customer received pump error 54 (hal software error detected.), the customer received pump error 4 (the motor arm cannot communicate with the main arm.), the customer received pump error 23 (post-reset ram crc alarm). The customer reported no adverse event. The event involved product mmt-1884. Troubleshooting was performed for pump error 4 and 53 and the customer was able to clear the error and able to complete rewind and pump passed self test. Troubleshooting was performed for pump error 23 and the customer was able to clear the error and able to complete rewind. The alarm wasn't immediately after a battery change. No harm requiring medical intervention was reported. The customer will discontinue the use of the device and revert to the backup plan as per health care professional instructions. Mmt-1884 was requested and customer response was the device will be returned.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.